Event description:
It was reported that a lead integrity alert (lia) triggered due to a high number of short interval counts (sic) on the right ventricular (rv) lead. Also, there has been a rise in the rv pacing impedance and the capture threshold has increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the pacing capture threshold and the impedance trend on the rv (right ventricular) pacing lead was rising. There were 43 ventricular-sics since last session and 5 non-sustained tachycardia (nst) episodes with cycle length intervals less than 220 ms on (B)(6) 2014. Lead failure predictor triggered on (B)(6) 2014, 9:58:39 am for v-sics and nsts. Rv pace impedance rising steadily in a linear fashion.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554-53 lead implanted: 2002 (B)(6); 419478 lead implanted: 2008 (B)(6). (B)(4).